Event description:
It was reported that, "inner seal of the implant box was not sealed. So the box was sealed, the outer box was sealed but the inner box was not seal."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.